Event description:
It was reported that the pt had an inflammatory mass. The pt also had an inflammatory mass with the first pump. The pt's pump heated up during an MRI roughly (B)(6) prior to the event being reported. The pt's pump stopped and restarted after the MRI. The pt sweats excessively all the time. The drug used in the pt's first pump was morphine and one other unk drug. The drug used in the pt's second pump was prialt. Additional info has been requested; a f/u report will be submitted if additional info becomes available. The pt was not followed by the health care provider on file at the time of the report, it was not known who was following the pt at that time.

Manufacturer narrative:
(B)(4).